Event description:
The customer obtained biased glucose results for a quality control sample. Troubleshooting determined that this scenario is consistent with a malfunction that could have caused a falsely elevated glucose or falsely low nbii pt result to be reported. There was no report of pt harm as a result of this event.